Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to advance a pc400 coil through a px slim delivery microcatheter due to resistance, and the pc400 coil was removed. The physician flushed the slim microcatheter and attempted to advance the pc400 coil again. The same resistance was met and the pc400 coil was removed. The procedure successfully continued using additional penumbra coil 400 coils and the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 and 128.0 cm from the proximal end; the coil was intact with the pusher assembly and was also damaged. The introducer sheath was ovalized approximately 2.5, 9.5, and 19.0 cm from the distal tip. The outer diameter of the undamaged sections of the coil was measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the physician was unable to advance a pc400 coil through a px slim delivery microcatheter due to resistance, and it was removed. The physician flushed the slim microcatheter and attempted to advance the pc400 coil again. The same resistance was met and the pc400 coil was exchanged for a new one. Evaluation of the returned device revealed kinks in the pusher assembly. This type of damage typically occurs due to improper handling during use. If force is applied at an angle while maneuvering the device, it is likely that damage will occur. Further investigation also determined the coil and introducer sheath were damaged and, therefore, the failure mentioned in the complaint cannot be recreated or determined. The root cause of this complaint cannot be determined. It is also not known and not mentioned in the complaint if the px slim was damaged. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4)